Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when the patient presented via (B)(6), it was found that the device was in backup vvi. The device software was downloaded successfully. Later that night the patient had a vf that was successfully treated, followed by another vf during the day which was not treated. The patient was admitted to the hospital. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via review of device image. A power-on reset occurred when the device was delivering a high voltage shock for vf therapy. An arc mark was observed on the can. Further evaluation of the arc mark did not indicate the presence of lead material. The hv output circuit was tested on the bench as well as using automated test equipment and no anomaly was found. The cause of the power-on reset could not be determined. During automated testing, an atrial sensing anomaly was observed, which was caused by an anomalous component on the hybrid.